Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) tried to solve the case by phone (patient connected) - no simple solution. The fse sent a loaner unit to save the iab treatment and visited the site the following day. After a long search, the fse found that the helium pressure regulator is leaking via the hole on the upper face. The fse stopped the leak when tried to "plug" the hole, and needs to replace this part. Part not available for repair a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the helium bottle of the cardiosave intra-aortic balloon pump (iabp) emptied too fast. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the helium bottle of the cardiosave intra-aortic balloon pump (iabp) emptied too fast. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The getinge field service engineer (fse) that had evaluated the iabp and started the repairs reported that the helium pressure regulator was replaced and the issue was resolved. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the helium bottle of the cardiosave intra-aortic balloon pump (iabp) emptied too fast. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.